Event description:
Reference number (B)(4). Event occurred in the united states on 30th sep 2024, patient reported he forgot to remove needle cover from inserter, found insulin leaking and pain at infusion site with increased insulin flow blocked. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.